Event description:
A dreamstation auto CPAP was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, an error code was found in the ventilator's downloaded error log. Foam particles were observed during the evaluation. There were no allegations of harm or injury. The device was scrapped.